Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.

Event description:
It was reported that the patient's pump and catheter were removed due to infection. No patient symptoms were reported. The patient's condition was reported as stable/recovered without sequela. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates dilaudid. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
The patient reported that shortly after implant she experienced unspecified problems with the pump, she was admitted to the hospital, and her system was removed. The patient stated she was scheduled to get a new pump in december and wanted the analysis results from the old pump prior to the surgery. She also stated that the pump had given her relief and now she was in pain. The hcp reported that the pump had been programmed to deliver dilaudid. The patient signs/symptoms were reported as redness and swelling. The primary location of the infection was the device pocket. A culture was taken (date not reported) of the device pocket and was negative. The patient did not have meningitis. The patient was treated with perioperative and intravenous antibiotics. The infection resolved. The patient did not experience drug withdrawal. Final device analysis revealed no anomaly found -normal device function. (B)(4).